Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: nov 30, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside the original folded carton. An empty specimen vial was also received. Visual inspection under magnification revealed viscoelastic residue on the inside of the complaint handpiece's cartridge. The external assembly was inspected and no issues were identified. Per special request the handpiece was disassembled and it's assembly was inspected, the handpiece presented with no issues, however a damaged plunger rod tip (suggests excessive force was used during insertion) and viscoelastic residue was observed inside the lens module which suggests excess ophthalmic viscoelastic device (ovd) was used during loading and insertion. Excessive ovd being used during loading may shift the manufacturer placed position of the lens and cause override issues to occur, however this cannot be confirmed because no lens was received inside the handpiece. A small detached haptic was received in a vial, however because only a fragment of the lens was received no further evaluation could be performed on the lens. Plunger rod issues (but not haptic detached) was confirmed, but this can be attributed to handling (excessive force) and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operation, the trailing haptic was torn as it was caught by the plunger when the intraocualr lens (iol) was being inserted. The lens was removed from the eye and discarded later. A replacement lens of the same model and diopter was used. There was no patient injury after the lens replacement reported. No further information was provided.